Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. No further information could be obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Investigation results: device not returned; no analysis performed. Complaint not confirmed. Device history record (DHR): a review of the device history record (DHR) confirmed that the device met all applicable manufacturing specifications and requirements prior to release for distribution. No manufacturing deviations, nonconformances, or anomalies were identified that could have contributed to the reported event. Labeling review: a review of the product labeling determined that the instructions for use and relevant warnings, precautions, and indications were adequate and appropriate. There is no evidence to suggest that labeling deficiencies contributed to the reported event. Investigation conclusion: complaint could not be verified due to lack of device return and limited information. No contributing factors identified. Root cause cannot be determined.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. No further information could be obtained despite good faith efforts.